Event description:
On (B)(6) 2010, patient reported having bent cannulas causing elevated blood glucose readings. Patient reported the most recent occurrence was on (B)(6) 2010. Patient stated she changed her infusion site that morning and later in the day she noticed her blood glucose was up to 400 mg/dl. Patient's target blood glucose is 100 mg/dl. Patient stated she removed the infusion set from her skin and noticed the cannula was bent at 90 degrees. Patient reported she changed her infusion site and successfully corrected her blood glucose. Patient stores her infusion sets in a box in the bathroom drawer. Advised patient to store the supplies in a room that does not get exposed to humidity or sunlight. The patient did not require assistance from a healthcare professional or second party to address the issue. Sent replacement infusion sets; no product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.